Event description:
The customer reported the system displayed a generator error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. No pt injury was reported.